Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a lost sensor alarm. The customer did not eat before going to the grocery store and had to treat her low blood glucose level by eating a sandwich and yogurt. Customer's blood glucose level was 50 mg/dl. The device was not returned.